Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, the heatshrink was pulled from the pulse wires inside the distribution node, creating a short. The root cause of the pulled heatshrink is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.